Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): device not returned.

Event description:
As reported to coloplast though not verified, patient had trouble voiding. Ureyhral erosion was noted and sling was subsequently removed during revision surgery.